Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving hydromorphone 3mg/ml at 0.1747 mg/day and bupivacaine 500mcg/ml at 29.11 mcg/day via an implantable pump for non-malignant pain and radicular pain syndrome. On (B)(6) 2015, the patient presented to the emergency room (ER) with symptoms of withdrawal and was admitted. The pump was interrogated and showed a motor stall occurred on (B)(6) 2015 and (B)(6) 2015. The patient had not recently had a magnetic resonance imaging (MRI). It was initially thought that there was a catheter issue, but interrogation showed that there were multiple stalls and recoveries around the timeframe the patient had withdrawal. On (B)(6) 2015, the pump was explanted and replaced. Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.